Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's positioning was inadequate while fixating the device. High capture thresholds were noted. The device was attempted to be re-positioned, however, its helix sprung in the process. The device was not used, and a new one was implanted. The patient was stable.